Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported event, the bellows, diaphragm, and seat sub-assembly were replaced.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1012-9620-000 anesthesia gas machine experienced a malfunction of the bellows and seat causing a leak large enough preventing pressurization of the system resulting in the loss of mechanical ventilation. The report was received from a single source. The reported event did not involve a patient.